Manufacturer narrative:
(B)(4) - explant of the intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure one day post-operatively from the patient's right eye. Another lens with a different diopter was placed. Patient was reported to be very happy and visual acuity in the right eye was reported to be much better and improved. It was also noted that the patient slept well but felt the right eye to be irritated. Patient is using the following medication: zymaxid, prolensa, pred forte, and systane ultra.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/11/2014. The intraocular lens (iol) was returned to our manufacturing site for investigation. Visual inspection noted that the lens was observed cut in two parts. A few stains and loose particles were observed on the lens optic body compatible with handling the lens, such as during the explant. The sample was observed with the characteristic of zmb00 as a circular zone across the optic was detected. These rings were observed in the complaint unit. This indicates that the lens is a zmb00 model. The condition observed in the received lens was consistent with a lens that had been removed from the patient's eye. The lens diopter result performed when this specific lens was manufactured and measured, showed that serial number corresponded to a 20.5 diopter. No deviation was reported. There was no evidence to suggest any fault on the lens or manufacturing process. No further investigation is required. A review of the manufacturing records was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. Concomitant medical products and therapy dates: platinum 1 series cartridge. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.